Manufacturer narrative:
No conclusion can be made. Root cause is undetermined as the sample was not provided. The contact reports that the problem presented while being inserted through the trocar. As such, it is possible that the device was inadvertently damaged while attempting to deploy the mesh through the trocar. To date this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in march 2019. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Implanted in patient.

Event description:
It was reported that the edges of the 3dmax light mesh were torn during manipulation when deploying mesh through the trocar. The surgeon chose to use the device to complete the case. There was no patient injury or intervention as a result of the event. The surgeon reports having used the product for more than 6 years, and knows the product insertion technique and the qualities of the mesh very well.